Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that for the past year they have had issues charging their implant. Pt said that they constantly have to reset their controller by taking the battery pack out and putting the battery pack back in. Pt said that for the past 4 days they haven't been able to charge their implant at all and have been without stimulation. Pt also mentioned seeing a message come up on their controller saying "call medtronic" but pt didn't know any other details of the message. Pt said the controller was charging fine from the wall. Pt said while looking at the recharger antenna (rtm) they saw the rtm cord was frayed right where the cord meets the paddle. The issue was not resolved. An email was sent to the repair department to replace the rtm. While on the call the pt said that they were in a wheelchair and that they didn't have assistance at the time. Pt also said that they have neuropathy and they were in a tremendous amount of pain; pt said that when their stimulation is on they are flooded with relief. Pss understood that the pt is in a tremendous amount of pain because they haven't been able to charge their implant so their implant battery has depleted and they are not able to use their therapy because of that. Pt said that their follow up doctor they had for their stimulator has left the practice and started their own business. Pt also said that their pain doctor they have now is on maternity leave. Pt said that doctor treats them with medical (B)(6) and 4 mg of dilaudid; pt said that the dilaudid dosage is high. Pt mentioned taking pain medication to get by for the pain, but they don't like to take pain medication.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.